Manufacturer narrative:
(B)(4). Date of initial report: 07/18/2016. One used lf1537 ligasure device was received, and evaluation could not confirm the reported issue with activation. The sealing functions of the device were tested, and found to activate as well as seal within specifications. However, an alternative issue was found where the device jaws were locked closed. Examination of the returned device found the issue is due to broken latch tines within the handle body. Dried blood was also found within the body, showing possible misuse or inadequate cleaning by the customer. The investigation could not determine when or how the latch tines were damaged, and the root cause is unknown. Conditions during use such as inadequate cleaning or multiple uses can contribute to this type of damage. The manufacturing process has also been updated since the release of this lot to further mitigate this issue. Review of the device history records for this lot found no potentially contributing entries, and that it was released after meeting all quality specifications.

Event description:
The customer reported that the device would not activate from the beginning of use in a procedure. Inspection of the received device on (B)(6) 2016 found the jaws were closed and would not open. No patient injury occurred or medical intervention reported.